Event description:
It was reported that the target lesion was heavy calcified, heavy tortuous and located in the mid left anterior descending artery (lad). The lesion was pre-dilated several times with a 2.5 x 15 mm non-abbott balloon and a 3.0 x 15 mm non-abbott balloon. Then the 2.75 x 28 mm multi-link 8 (ml8) stent was advanced, but the device could not cross the target lesion and by applying force on the device, the shaft of the device separated proximally outside the anatomy. Both parts of the device were easily retracted and nothing remained in the anatomy. Then the 2.75 x 23 mm ml8 was advanced, but this device also could not cross the target lesion and by applying force on the device, the shaft of the 2.75 x 23 mm ml8 separated proximally outside the anatomy. Both parts of the device were also easily retracted and nothing remained in the anatomy. The target lesion was finally successfully treated with another ml8 device. The final patient outcome was good and there were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional 2.75 x 28 multi-link 8 referenced is being filed under a separate medwatch report.